Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary vessel. A 2.00mm x 8mm emerge balloon catheter was advanced for dilation. However, after several inflation, pressure was unable to increase. It was then observed that the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported.